Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that while trying to cross a calcified lesion, the "protégé" everflex prematurely deployed. It is unknown how the procedure was completed. There is no reported patient injury. Evaluation summary: the protege everflex self-expanding biliary stent system was received for evaluation without any ancillary devices or cine images from the procedure. The everflex stent delivery system, (sds), was returned: with a bend in the stainless steel hypotube, the stopcock valve turned off, fluid in the stop cock tube, sanguine residue on the device, the stent exposed and flowered, and the safety locking pin tight. The proximal end of the exposed and flowered stent was pulled into the distal end of the outer sheath. The distal end of the stent and the distal tip of the sds were examined: no abnormalities or deformities were noted. Back lighting was used to determine that the stent was still engaged with the retainer. The deployment paddles were approximately 170mm apart, (163.0mm to 171.0mm). Approximately 27mm of the stent were exposed and flowered. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the sds. A 10cc water filled syringe was attached to the stopcock luer lock and the stopcock value was opened to flush the annual spaces of the sds: sanguine tinted fluid was observed exiting the distal end of the outer sheath. A 0.035in guidewire was loaded through the distal tip, the sds was loaded into a deployment apparatus, and the safety locking pin was loosened: 2.02lbs of force was needed to deploy the stent. The outer sheath and distal assembly was cut-off distal of the stainless steel hypotube and the inner spline/stainless steel hypotube was removed from the manifold: four witness marks were the safety locking pin engages the stainless steel hypotube were observed. The distal struts of the stent do not show any evidence of being in contact with a sheath tuohy-borst valve with any portion of the stent flowered.